Event description:
Reporter alleged obtaining a discrepant blood glucose result of 62 mg/dl back to back with a result of 212 mg/dl on the aviva system when testing was performed within 10 minutes. Reporter stated, he had taken 3 units of insulin within the hour prior to the readings. Reporter stated he felt hypoglycemic symptoms with the result of 62 mg/dl and self-treated with orange juice before obtaining the 212 mg/dl result. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device, and replacement product was sent.